Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that the outflow (right hand side roller) on the pump was not functioning. Per service reports, this complaint can be confirmed. It was found during evaluation that the outflow pump not functioning as door sensor magnet was defective. Further, the pressure tips were worn. The door sensor magnet and pressure tips were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Due to prolonged usage overtime the pressure tips might worn. The defective door magnet sensor is a potential root cause which could impact the functionality of the device causing it not to function as intended and lead the customer to experience the reported failure. However, given the information provided, we cannot discern a definitive root cause of the defective door sensor magnet. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/19/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on an unknown date, it was observed that the outflow (right hand side roller) on the fms vue pump device was not functioning. There were no adverse patient consequences reported. No additional information was provided.